Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the pt's aortic neck was conical in shape and measured 22 - 24 mm in diameter over a distance of 1 cm. The pt was brought to the emergency room and an aortogram demonstrated the stent graft was 1 cm below the lowest renal artery and there was a type I endoleak present. There was also a distal type 1 endoleak in one of the iliac arteries due to loss of seal zone in that area. An aneurx aortic cuff and an iliac limb were implanted in the aortic neck and the iliac artery respectively and successfully resolved the proximal and distal type 1 endoleaks. No additional clinical sequelae were reported and the pt is fine.